Event description:
A call was received that in 2009, a drop of cidex plus splashed into one of the eyes of an employee. It was reported that the employee rinsed the eye, but it is not known how long the eye was rinsed out or if treatment was provided. Loss of vision was reported after the event. A customer care center (ccc) associate reviewed the first aid information from msds. In a subsequent telephone follow-up, asp was informed that the eye splash with cidex plus was ruled out as the cause of the visual problem which was diagnosed as a "huge" corneal lesion. The primary caller, a dentist, stated that the ophthalmologist was of the opinion that the lesion was possibly related to genetics, cancer or other factors, but not the eye splash with cidex plus. The employee is being referred to a retinal specialist.

Manufacturer narrative:
Date of event: the caller reported the event occurred in (B)(6) 2009. The date will be updated. Asp investigation summary: the investigation included a review of the complaint trending by problem code, failure mode and effects analysis, and health hazard evaluation. No batch record review for the cidex opa solution could be performed because the lot number was not provided. A review of the complaint history over the past 12 months (october 2009 through september 2010) for cidex plus solution with the problem code "hr - eye splash" and "hr - eye burning" revealed two complaints within last year; therefore, this is not considered a significant tend. The cidex plus fmea (failure mode and effects analysis) was reviewed for risks associated with eye contact. The overall fmea risk score was below the threshold of 100. In addition, a review of the hhe (health hazard evaluation) for eye splash indicated a hazard/risk index of 3 or none/negligible. The cidex plus solution IFU (instructions for use) states to wear suitable protective clothing, gloves and eye/face protection when handling the solution, and in case of contact with eyes, to rinse immediately with plenty of water and to seek medical attention. No further action is required. Asp will continue to monitor for trends.